Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out. During the procedure, the right ventricular lead exhibited externalization which was confirmed upon fluoroscopy. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.